Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem of 'turn off' was reproduced. A review of the event history log (ehl) revealed occurrences of "improper shutdown!" Messages. The reported condition was verified. The cause of the condition was determined to be two depressed battery pins on the rear case. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the surgery department. There was no patient involvement. No additional information is available.